Manufacturer narrative:
The facility has not completed repairs to the bed.

Event description:
Info received indicates the bed exit function will not alarm. The system will not set in exiting mode and sets in the position mode with no one in the bed.